Manufacturer narrative:
E1: patient city:(B)(6). Patient country:germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced insulin flow blocked alarm event due to kinked infusion set on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.